Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the packaging available for return? If yes, please, return the device with the packaging. Is there a photo available of the packaging/device? What is the packaging lot number?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the nslg2c35 device was returned with the energy button out of position and it was returned inside a bag. Further testing for the device will be performed. In addition, the packaging from the instrument was not returned for evaluation and no packaging lot was provided. As the package was not returned and no more information was received, we are unable to investigate further the reported event. The batch information was reviewed and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that at an unknown time for an unknown procedure, there was a 25cm length enseal tissue sealer device in a 35 cm length enseal tissue sealer device packet. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.